Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No displacement anomaly or motor anomaly noted during testing. No unexpected pump error 43 noted. The motor was tested out side the device and passed. Device received with fading serial number label. However, device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear alarm and was able to complete rewind.customer performed displacement test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.